Manufacturer narrative:
(B)(4). Approximate age of device - 67 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that several pump speed reductions to 8300 rpm were observed. The pump speed reductions occurred over several days, usually in the morning or at midnight. The patient's set speed was at 8800 rpm and low speed limit was at 8200 rpm. The patient's lactate dehydrogenase (ldh) level was 900 u/l and the patient was admitted for further evaluation. On (B)(6) 2016, the patient experienced tremors and blurred vision lasting 10 minutes and experienced a dull pain in the shoulder blade which resolved spontaneously. The patient's ldh level was 1002 u/l and a transient ischemic attack was suspected. A technical services representative reviewed the submitted system controller log file and confirmed the pump speed reductions. The patient was started on bivalirudin; however, the ldh level remained elevated and new blood in the urine was observed. The patient was positive for heparin induced thrombocytopenia although the serotonin release assay was negative. A CT angiogram showed the inflow conduit pointing towards the septal wall overriding the myocardium but there was no sign of thrombus. The patient's ldh level remained elevated at 1134 u/l on (B)(6) 2016, but the patient showed no heart failure symptoms or dark urine. It was decided then to exchange the pump on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the explanted pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 9.5 inches from the pump housing and an additional 3 inch section of the internal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The sealed outflow graft bend relief collar was returned detached from the outflow graft nut. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow conduit and outflow graft revealed no evidence of adhered depositions or thrombus formations. Examination of the pump upon disassembly revealed a thrombus formation surrounding the inlet bearing cup, as well as the rotor¿s bearing ball, which was pulled out of its bore with this formation. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level and hematuria. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.